Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was removed and replaced as a result of an infection. No additional adverse patient effects were reported. The product has not been returned. If additional information is received, this report will be updated.